Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative went through and reviewed the smart device settings with the patient's father, then advised him to uninstall and reinstall application, which was successful. No additional patient or event information is available.